Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly with a prostyle device, resistance was felt during removal and the sheath separated from the guide. Surgical intervention was required to remove the sheath. The sheath was upsized to a 18f. A vascular patch was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed MDR report, the following information was received: tissue damage likely occurred during sheath removal. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported sheath separation was confirmed as a guide separation. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely the suture or tissue may have been caught in the foot during removal of the device such that contributed to the reported resistance encountered during device removal. Further handling or torsional manipulation applied during removal attempt likely contributed the reported guide separation. Separation of the guide likely contributed to the device entrapment and tissue damage and the need for surgical removal as reported. The subsequent treatments appear to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.